Event description:
The patient called lifescan (lfs) and alleged that his test strips were not reacting when the blood was applied. The patient reported that he was unable to obtain a blood glucose result. He reported feeling nauseous at one point, so his wife gave him juice and called the paramedics. The paramedics treated the patient with glucose. The result obtained on the paramedic's meter was not reported. The patient also reported that his meter was prompting an apply sample message which could be caused by the test strip issue. This case is being reported as a malfunction due to the test strip issue, which was not resolved with troubleshooting. There is, however, no evidence of the meter contributing to a serious injury (no blood glucose values were reported that would indicate a serious injury, nor is it known what events occurred prior to the injury or what medications that patient takes, if any). A replacement meter and test strips are being sent to the patient. The technical representative has made several attempts to reach the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.